Event description:
A us distributor contacted zoll to report that a patient developed open wounds under the lifevest equipment. Patient described the area as multiple open wounds. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse provided treatment care or the skin irritation. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Not applicable.